Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. On (B)(6) 2015, the patient underwent her third bronchial thermoplasty treatment to the left and right upper lobes of the lung. No issues were noted with the device. According to the complainant, on june 3, 2015, the patient was admitted into the hospital for wheezing and exacerbated asthma symptoms. The patient was diagnosed with pneumonia and was treated with antibiotics, steroids, and bronchodilators. On (B)(6) 2015, the physician reported that the patient was doing well. On (B)(6) 2015, the event was considered resolved and the patient was discharged from the hospital.